Event description:
Upon attempting introduction, difficulty was encountered advancing the catheter. The physician withdrew the catheter and upon removal noted the distal marker band was no longer on the catheter. The pt was examined under fluoroscopy and the band was located in soft tissue. No attempt was made to retrieve the band as the physician did not feel it presented a risk to the pt.